Event description:
The malleable device was removed from the pt and an ipp device implanted due to "as time wore on, the pt lost axial strength. The device got too flexible and the pt was unable to penetrate the vaginal area."